Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience twiddler's syndrome. Chest xray showed no capture at clinic check. The lead was repositioned and still remains in service. No additional adverse patient effects were reported.